Manufacturer narrative:
(B)(4). Batch # u94z4h the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hysterectomy with bilateral salpingectomy procedure that the enseal device would not seal or cut tissue. No error codes were displayed on the generator. A harmonic device was used to complete the procedure. There were no adverse consequences for the patient.